Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, the investigation indicated that the analog interface pcb needed to be replaced and the dicom connector needed repair. Interface replaced and the connector repaired. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that intermittently the cardiac system has no fluoro, when the fluoro switch is activated. There was no report of pt injury.